Manufacturer narrative:
Additional information: the returned closure top was evaluated. There were no indications of damage on the device. The closure top was found to work as expected during a functional analysis with mating parts. There was no failure detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Additional information led to corrections: lot number and UDI number. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A closure top was found to not thread smoothly with a mating screw. This was found during a routine inspection and did not have any surgical or patient impacts.